Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set leaked chemo fluid from the filter at the distal junction of the filter and the tubing. This occurred during patient infusion of rituxan. The filter was changed and infusion resumed. There was no patient injury or medical intervention associated with this event. No additional information is available.